Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Technical support was contacted and egms were reviewed, which indicated the loss of capture was due to overlapping markers with appropriate automatic mode switching on the rv lead. Reprogramming is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.